Event description:
It was reported that after the iab was inserted and pumping was initiated, the upper portion of the balloon did not inflate. The iab was removed and replaced with no pt complications.